Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 59 mg/dl. Device alarmed failed battery test alarm after battery change. Troubleshooting was unable to complete due to button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Corroded battery tube noted during visual inspection.